Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of patient events? For each patient event please provide the following information: procedure name? Initial procedure date? Was there any patient condition present that could contribute to the suture coming out of the patient ? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the suture break? How was the suture tied? Did the suture knots untie? What was the tissue condition? How was suture initially placed (interrupted or continuous)? Specific location that sutures were placed (tissue layer) ? Size of incision? Are any photos available? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done? The patient demographic info: age, gender, weight, bmi at the time of index procedure what is the current condition of the patient? Does the patient have any pre-existing medical conditions? Will the actual sutures involved be returned for evaluation? Will any unopened representative samples of the same lot be returned for analysis?

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on an unknown date and suture was used. Following the procedure, the patient experienced suture spitting and may have required a wound vac. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: specific number of patient events? A few ¿ total hip replacement surgery timeline of when vicryl suture was identified to be spittine? Suture was spitting at the end a few weeks after surgery, did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No did the suture break? No, spitting at the end how was suture initially placed (interrupted or continuous)? Continuous specific location that sutures were placed (tissue layer) 3/0 subcuticular stitch what intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done? Wound vac was placed on one of the patient what is the current condition of the patient? Unknown will the actual sutures involved be returned for evaluation? No will any unopened representative samples of the same lot be returned for analysis? No the single complaint was reported with multiple events. There are no additional details regarding the additional events.